Event description:
It was reported that there was an alarm that was heard and confirmed by telemetry. Telemetry confirmed a critical alarm was occurring due to zero ml reservoir volume reached. The patient had been empty and presented with an empty pump because the patient did not want to travel to get their pump filled anymore. The patient was an inpatient. They were working to try to figure out how to get the medicine to fill the pump. The patient's last fill was on (B)(6) 2015 with sufenta and bupivacaine. The healthcare provider (hcp) had sufenta 50mcg/ml and bupivacaine 7.5mg/ml. The desired dose was sufenta 43.19mcg per day and bupivacaine 9mg per day. The mixture was of sufenta 20.874 mcg/ml and bupivacaine 4.369mcg/ml. Dose per day was going to be sufenta 43mcg and bupivacaine 9mg. It was calculated that there was a 9.22 day refill interval until the pump hit 1ml. It was reviewed that a bridge bolus was needed to be performed. No symptoms were reported.

Event description:
Additional information received reported that the pump had been empty for "2 months." The patient had moved away from the (B)(6) area since her last pump refill in (B)(6) 2014. The pump had been alarming since sometime in february and she did not want to drive back to (B)(6) to have it taken care of. On (B)(6) 2015, the patient presented to the emergency room (ER) in (B)(6) looking for help. On (B)(6) 2015, the patient was seen by a physician. A rotor study was performed in the operating room (or) and confirmed that pump was still functioning. The pump was washed out with preservative sodium chloride and ¿0.1ml boluses x3 with clearing of the catheter of 3mls of fluid via the access port before and after each bolus¿ was performed. The pump was then filled with dilaudid 15mg/ml at a rate of 4mg/day. As of (B)(6) 2015, the patient was ¿doing ok.¿

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# serial# (B)(4), implanted: (B)(4) 2006, product type: catheter. Product ID: 8835, serial# (B)(4) product type:programmer, patient. (B)(4).